Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The synchroseal instrument was analyzed and the jaw cover was found to have tearing. Tears measure from 0.023" to 0.062" in length. There were no signs of thermal damage present at the end of any tears. No material was found missing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the synchroseal instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the insulation around the synchroseal instrument's jaw burst. The procedure was completed as planned with no reported injury.